Event description:
It was reported to philips that the system failed to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room with a delay of 20- 30 minutes. The philips field service engineer (fse) checked the system onsite and confirmed that due to hospital power surge the system went down and was unable to turn on. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found some issue with the connections. To resolve the issue, the fse tried resetting the connection, when the m cabinet breaker was reset. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.